Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had difficulty passing the right ventricular (rv) lead through the subclavian vein. While attempting to place the lead the coil was stretched to a point of showing stress. It was decided to remove the lead and replace it with a smaller french size lead. No patient complications have been reported as a result of this event.